Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2014; 5068-45 lead. Implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted and replaced for a non-prophylactic reason. Follow-up did not yield any additional re levant information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.